Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera ii ultrasonic bronchofibervideoscope was bad. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.